Event description:
The information received indicated that a healthcare professional called requesting medical information and additionally reported an adverse event on behalf of a consumer. On an unknown date, an optease ivc filter was placed in an unspecified vessel for unspecified reasons. On an unknown timeframe after implantation, the consumer experienced "migration to the pulmonary." No further information was provided.

Event description:
Approximately eight months after the index procedure, the patient was admitted to the ER with bronchitis. The patient complained of headache, cough, nausea, felt weak and tired with onset for about 7 days. A chest x-ray revealed the ivc filter within the pulmonary artery, which was confirmed with no contrast CT. The patient was transferred to another facility where the filter was attempted to be removed percutaneously in the cath lab. They gained access through the internal jugular vein to try to remove the filter, but were not able to do it. During the attempt it was noted that one of the wires was noted to fracture, but the records did not indicate if this was during the attempt or before. There was no disruption to the pulmonary artery or branches. It was noticed that the device "tumbled" during migration, such that the retrieval hook was toward the branches of the pulmonary artery, rather than central in the pulmonary artery. The main pulmonary artery was remarkable. Right main branch of the pulmonary artery had edema and fibrosis over anterior surface that extended beneath the superior vena cava and the descending aorta.

Manufacturer narrative:
The filter was palpable and one of the "prongs" was coming out through the superior surface where the superior vena cava crossed. There was extensive endothelial coverage and full thickness erosion where the device had penetrated the tissue. There was no hematoma or false aneurysm. The filter was removed surgically and sent to pathology. The final microscopic tissue from the pulmonary artery revealed fibro-elastic connective tissue with no malignancy. There was minimal soft tissue attached to the device. The device is not available for evaluation and there are no pictures of the device available for evaluation. The indication for filter placement is pulmonary embolism and recurrent deep vein thrombosis (dvt), despite medical treatment. The patient had anemia and physicians were unsure if the patient was a coumadin candidate. The patient had an mi at that time. There were no complications during deployment. The device was deployed in the infra-renal segment of the inferior vena cava. The post-deployment images showed appropriate deployment with no obstruction of the renal veins. The patient indicated that the optease ivc filter was implanted on (B)(6) 2010 for pulmonary embolism and recurrent deep vein thrombosis (dvt), despite medical treatment. The patient had anemia and physicians were unsure if the patient was a coumadin candidate. There was no information regarding the vena cava size. There were no complications during deployment and the post-deployment images showed appropriate deployment in the infra-renal segment of the inferior vena cava with no obstruction of the renal veins. On (B)(6) 2011, the patient was admitted to the ER with bronchitis. The patient complained of headache, cough, nausea, felt weak and tired with onset for about 7 days. A chest x-ray revealed the ivc filter within the pulmonary artery, which was confirmed with no contrast CT. The patient was transferred to another facility where the filter was attempted to be removed percutaneously in the cath lab. They gained access through the internal jugular vein to try to remove the filter, but were not able to do it. During the attempt, it was noted that one of the wires was noted to fracture, but the records did not indicate if this was during the attempt or before. There was no disruption to the pulmonary artery or branches. It was noticed that the device "tumbled" during migration, such that the retrieval hook was toward the branches of the pulmonary artery, rather than central in the pulmonary artery. The main pulmonary artery was remarkable. Right main branch of the pulmonary artery had edema and fibrosis over anterior surface that extended beneath the superior vena cava and the descending aorta. The filter was palpable and one of the "prongs" was coming out through the superior surface where the superior vena cava crossed. There was extensive endothelial coverage and full thickness erosion where the device had penetrated the tissue. There was no hematoma or false aneurysm. The filter was removed surgically and sent to pathology. The final microscopic tissue from the pulmonary artery revealed fibro-elastic connective tissue with no malignancy. There was minimal soft tissue attached to the device. The device is not available for evaluation and there are no pictures of the device available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15175868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15175868. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure (such as can result from bronchitis as the patient experienced) can lead to the fracture and migration of ivc filters migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the paucity of clinical information and lack of images regarding the filter, the exact etiology of the filter fracture cannot be definitively determined. There is not enough information to draw a definitive clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Please note the event date is unknown. The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.